Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergoe essure confirmation test". Medical conditions: current weight 130 lbs. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 and naproxen sodium (aleve) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia(heavy menstrual bleeding),"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse),"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), iron deficiency anaemia ("anemia"), psychological trauma ("psychological injuries"), fatigue ("fatigue") and headache ("headaches") and was found to have hormone level abnormal ("hormonal imbalance"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, fatigue, hormone level abnormal, headache, nausea, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, perforation, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. Discrepancy of insertion dates- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: new events were added: abnormal bleeding(vaginal), bladder problems, urinary problems , migraines / headaches, weight loss, lower abdominal pain. Events genital hemorrhage and menorrhagia were downgraded. Concomitant drugs and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), genital haemorrhage ('gen. Abnorm. Bleed') and menorrhagia ('menorrhagia(heavy menstrual bleeding),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse),"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), iron deficiency anaemia ("anemia"), psychological trauma ("psychological injuries"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal imbalance"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, fatigue, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, perforation and psychological trauma to be related to essure. The reporter commented: essure removal not planned as the patient is unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- this case has become incident. Previously reported event injury was replaced with new events- perforation, general abnormal bleed, dysmenorrhea(cramping), dyspareunia(painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia(heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, psychological injuries, fatigue, hormonal changes, headaches, nausea and she did not undergo essure confirmation test were added. Patient demography added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.